Manufacturer narrative:
Visual analysis of the photographs identified: rupture: no observed openigns on the device. Capsular contracture: unable to observe as it is a medical event that is not related to the device. Anxiety-product/procedure:unable to observe as it is a medical event that is not related to the device. Depression: unable to observe as it is a medical event that is not related to the device. Varied injuries-ndr: not applicable as the event is not related to the device it is not possible to determine the lot number or catalog through the photos provided.

Event description:
Patient representative reported "significant pain and tenderness in the breast, capsular contracture baker grade ii and rupture with silicone leakage and "symptoms of breast implant illness" (bii) such as listlessness and fatigue. Patient also suffers from depression and anxiety associated with the device recall." Device has been explanted and replaced.

Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.